Event description:
It was reported that when using the recommended 6f sheath with the above balloon, it was not possible to remove the balloon back through the sheath post dilation of the balloon. The terumo sheath and balloon catheter were removed together.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The catheter and a 6f introducer sheath were received for evaluation. Upon inspection, the catheter tip was protruding out of the introducer sheath and appeared to be slightly bulbous. The sheath tip appeared flared and there was distortion mid-sheath near the distal tip of the catheter. There appeared to be a kink/distorted section in the catheter proximal to the introducer sheath. An attempt was made to insert a .035 inch guide wire through the proximal and distal ends of the catheter and resistance was met at the damaged section on the shaft of the catheter. A vacuum was drawn on the balloon and balloon could be removed distally from the sheath. The balloon was inflated and deflated to achieve a profile on the balloon to remove from the introducer. With moderate force the balloon was removed through the introducer sheath it was returned in . The result of the investigation was confirmed for difficulty with removal; however, the root cause unknown. It was noted, however, in the event description that the customer used a terumo sheath, rather than the recommended input introducer sheath. The IFU (information for use) for this product currently states the following: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. The current IFU also states: equipment required: introducer sheath (input sheath recommended).